Event description:
A hospital in (B)(6) reported that leakage occurred between the water feed tube and the bag spike of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v water feedset tubing and spike were received, but not the chamber itself. A visual examination was performed. Results: visual inspection revealed that sufficient glue was present around the spike tubing connection, but that the glue was only partially bonded. With only the spike and the tube being returned we were unable to test the connection in order to replicate the reported fault. A lot check revealed no other complaints of this nature for lot number 110908. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).